Manufacturer narrative:
(B)(4). The third party service agent downloaded the electronic records from the customer's device and submitted them to physio-control for review.  Physio-control analyzed the electronic records from the day of the event and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agent contacted physio-control to report that the customer's device powered off by itself multiple times during a recent event involving a patient. The device was being used to monitor the patient's ECG and spo2 at the time.  Medical personnel advised that they had to manually power the device back on twice after it lost power; however, other times the device restarted by itself. The patient survived the event. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.